Manufacturer narrative:
Evaluation summary: the closurefast device was received for evaluation. No ancillary devices, cines images or procedural notes were received. The closurefast device was examined. Upon examination it was noted that there was coil damage observed on the device. The damage was observed to be approximately 01.60 mm to the distal tip. It was observed that the tip ball was missing from the tip of the catheter coil. Visual inspection under magnification shows the ball on the catheter tip was detached. Blood residue was observed to be on the device handle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter. It was reported the catheter could not advance. The catheter was removed from the patient and a kink was observed at the tip of the catheter coil. The device was removed as a unit and it was reported that all components were accounted for. Another device was used for the procedure. There was no patient injury as a result of the procedure.

Manufacturer narrative:
Further analysis was performed on the device. Optical and sem images of complaint, with the missing ball tip, showed evidence of a fractured material at the tip. If information is provided in the future, a supplemental report will be issued.